Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jun-2018 with the following findings:.during investigation, the black box and the alarm history showed several cs 088 watchdog alarms. The battery compartment and cap were undamaged and able to fit. The ez-prime steps were performed correctly with no cs 088 alarms. The cs 088 alarm was unable to be duplicated during investigation.